Event description:
N/a.

Manufacturer narrative:
An event of heart block post-procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vison valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 0mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted at a depth of 4mm on the non-coronary cusp (ncc) and 7mm on the left coronary cusp (lcc). On (B)(6) 2025, the patient was presented with heart block and a permanent pacemaker was implanted on (B)(6) 2025. The patient required prolonged hospital stay for monitoring of rhythm. The patient was reported stable.